Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user participating in the ilet experience study experienced hypoglycemia, describing frequent low blood sugars with sweating, and no device alerts or alarms were noted. Investigation included attempted follow-up with the user to obtain additional details. Investigation of this case revealed that the cause of the hypoglycemia remained unclear based on available information. Symptoms included sweating consistent with hypoglycemia. Outcomes included transient hypoglycemia without hospitalization. It was concluded that the event was user-reported hypoglycemia with an undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.